Event description:
The customer reported tat the charge button was not working. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4): the customer reported that the charged button was not working. No adverse t impact was reported. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.